Event description:
The customer reported that the suspect device was used to check their blood glucose and a result of 103mg/dl was obtained. Pt then stated the result was saved in the suspect device memory as 615mg/dl.